Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was not applicable. The patient chose to have the implantable neurostimulator (ins) moved due to charging issues.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014 product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturing representative (rep) that the he typically charged about every 20 days, but noticed that the last 50% of the battery charge level discharged more rapidly than his other implantable neurostimulator (ins). The patient had one ins that provided stimulation in the cervical area and one ins placed for back and leg pain. The alleged ins depletion was related to the ins for the back and leg pain. The patient noted that he went to bed with a 50% charge and when he woke up the ins was discharged. The patient generally used the same voltage for upright and lying. Therapy impedance check completed and values were: 741 and 749 ohms (p 1 and 2 respectively). Calculations based on: p1) 3.0v, 480us 35hz, 741 ohms; p2) 2.2, 480us, 749 ohms, 24/7 use with 1 anode and 2 cathodes on each program. Recharge calculations = 23 days / 19 days. The impedances were within normal range. The physician programmer recharge stats were: 8/17, 5 hrs, 100% 8/3, 0.5, 50% 7/17, 2.2, 100% 7/15, 3.5, 100% 7/15, 2.2, 75% 7/14, 0.9, 50%. Reviewed that the patient programmer stats showed about 20 days between recharging. The rep also noted that the ins was placed in buttock area where the patient had some extra skin as the patient was heavier. The patient had trouble maintaining coupling if he moved while recharging. It was considered moving his ins to the abdominal area to make it easier to charge. Relevant medical history reported was non-malignant pain, degenerative disc disease. It was also reported that there discomfort at the ins pocket in the abdomen while recharging. The patient reported getting an antenna too hot message about an hour to 1.5 hours into the recharging session. The patient noted getting warm, redness and red circles where antenna had been due to recharging. It would take up to 10.5 hours to charge as the charging stops and starts due to temperature message on implantable neurostimulator recharged (insr). During one session it overheated 9 times. This issue has progressive gotten worse over time. It does not seem related to the weather as it occurs all year long. The patient reported that they tend to "run warm" and sweats more than the average person. It was further reported on (B)(6) 2015 that there was an impedance check for all electrodes were within normal limits. The patient was waiting 2 to 3 weeks to recharge because, due to the position of his implantable pulse generator (ipg) in the right flank and buried deep, he had a very hard time coupling and recharging. It was recommended that he recharged more frequently. The cause of the recharging issue was the ins being too deep and in a location that was restrictive for the patient to reach on his own due to reduced range of motion of the right shoulder. The patient was scheduled for a pocket revision on (B)(6) 2015 with intent to relocate the ipg from right flank to right abdomen. It was further reported on (B)(6) 2015 that the redness from the recharge was due to the length of time, the pressure placed on the recharger antenna, and the depth of the ins implant. The rep received information from an engineer that the recharge intervals for the patient and the time indicated that the ins does not discharge any faster from full to 50% than 50% to empty. The indication-for-use (IFU) was non-malignant pain and degenerative disc disease. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the health care professional of the clinical study reported the patient had difficulty reaching the stimulator in the upper right back for charging and they identified a clinical diagnosis of complex regional pain syndrome. The device was repositioned on (B)(6) 2015 and extensions were added to the existing leads due to stimulator repostioning. Etiology was noted as possibly related to device or therapy and not related to implant procedure. Etiology was due to recharge process and physical difficulties. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).